Event description:
It was reported that the system 9600+ displayed an "error 253" message during initialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the circuit boards of the workstation needed to be reseated. The boards were reseated and the system was tested and found to be working as intended and placed back into service.